Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03726.

Event description:
It was reported patient¿s hip was revised approximately 12 years post-implantation due to metallosis. Patient has also experienced tissue damage and bone loss. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified scratching and scuffing on the outer radius of the head such that the finish has become dull. Scuffing and debris are present inside the taper. The rim is dinged. Visual inspection also found a dark dried film covering most of the inner radius and rim of the shell. The inner radius is scratched. A gross amount of debris is present on the outer radius. The associated stem was also returned. Debris is present on the porous coating and taper. The taper is also scratched. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.